Event description:
Patient received an implant on (B)(6) 2024. The area became infected with strep. Intermedius and was treated with antibiotics (po and IV). The device was later explanted on (B)(6) 2024.